Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the patient's second surgery on (B)(6) 2012 (see MFR. Report no. 3004209178-2013-05884) the patient's system worked fine for two to three weeks, and then the device migrated again. It was noted that the patient was reprogrammed many times and it was discovered that only two of the sixteen electrodes were functioning. It was indicated that at one reprogramming session, the manufacturer representative had turned up stimulation and the patient only felt a burning sensation. According to the manufacturer's device registry, the patient's leads were replaced two months later. It was noted that the patient was going to have the entire system removed tomorrow due to the system not working and the patient's inability to have MRI's. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).